Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2015 with the following findings: on investigation, the call service issue was verified in the black box but not duplicated during the evaluation. Review of black box history found multiple cs020 alarms, the alarm is define as an eeprom block check failure during start up, the software forces a reboot and re-initialization of all of those eeprom areas to factory default values. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without the reported call service alarm issues. Normal and audio bolus were completed and recorded correctly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump alarmed for call service 020, indicating that the user's settings were reset to default. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.